Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. The pt reported that the up arrow keypad buttons stopped working a few minutes ago. He noted that the button still springs back when pressed. The pt stated that the keypad is worn but intact. He denied exposing the pump to moisture, and stated that he wears the pump in his pocket or on his waist.